Manufacturer narrative:
(B)(4). Approximate age of device- 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with sub-therapeutic inr. The patient has a history of elevated lactate dehydrogenase (ldh) and low inr¿s. An audible low flow alarm was observed on the patient¿s system controller. On (B)(6) 2018, the patient underwent a pump exchange. Additional information was requested but not provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The device was returned assembled with the driveline (dl) cut approximately 2.25 inches from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the distal side of the inlet stator revealed a thrombus formation surrounding the inlet stator bearing cup and the rotor¿s bearing ball, which was pulled out of its bore upon disassembly of the device. The laminated structure of this formation indicates that it developed over an undetermined period of time while the device was supporting the patient. Further analysis of the device revealed a thrombus formation within the proximal side of the outlet stator. The thrombus lacked laminated layering indicating that it did not initially form in the outlet stator; however, its origin could not be determined. The thrombus formations found in the pump could have contributed to the reported elevated lactate dehydrogenase (ldh). In addition, although the report of low flow alarms could not be confirmed, the observed thrombus formations could have obstructed the flow of blood through the device. Upon removal of the observed depositions, the device was cleaned. The pump''s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.